Event description:
(B)(6) has allowed unauthorized use of a medically graded laser which resulted in the permanent scarring of multiple patients. She knowingly left an employee who was never certified to operate a medically graded laser to operate on a patient. Such lasers are only allowed to be used by a doctor or with direct supervision of a doctor. She also allowed the employee to administer injected lidocaine to over 100 patients and operate the medically graded laser without any supervision of a medical professional. This is highly illegal and extremely unconscionable. She did so to be able to do more work in a day without any regard to patient safety and in the process put over one hundred patients in harms way. Such lasers can cause scarring, extreme bodily harm and in extreme cases even death. All patient forms were signed by the employee who worked for her and would easily be investigated with a full investigation of all documentation.